Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 5.0 cm diameter thoracic aortic aneurysm. It was reported that the tip capture would not release. It was noted that the stent graft was implanted with no endoleak. The physician was able to get the tip capture to release by dissembling the delivery system and manipulating the delivery catheter. No clinical sequelae were reported and the patient is fine. The device was evaluated. The event was not confirmed since the event took place in vivo. The root cause of the event could not be conclusively determined; however, based on the damage to the distal end of the delivery system and the film review performed, severe calcification most likely contributed. Review of pre-implant cta's revealed that the patient had a 5 cm taa within the descending thoracic aorta. The flow lumen diameter just caudal to the lsa measured 30mm. At the distal aortic arch, just proximal to the taa, the thoracic measured 35mm. Just proximal to the celiac artery the thoracic diameter was 30mm. The thoracic was moderately tortuous and contained areas of calcification along its length, especially at the level of the lsa and arch. The iliac arteries and access vessels were mildly tortuous but extensively calcified bilaterally. The cause of the reported tip capture not releasing during implant could not be determined from the film provided. Films during implant and post-implant were not available for return. Other than the observed pre-implant vessel calcification, review of the pre-implant films did not reveal any characteristics that could explain the reported tip capture release difficulties.